Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 33 mmol/l with no associated symptoms. The reporter stated that emergency medical services were contacted and the patient was treated with intravenous glucose. The reporter stated that the patient had inadvertently infused 125 units of insulin into their body. The patient refused to complete troubleshooting at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event on the pump as a result of an inadvertent infusion of insulin.